Event description:
The reporter performed back to back (rapid succession) blood glucose test after dropping his meter on a linoleum floor. The test resulted in a reading of 133 mg/dl. He retested by adding more blood to the same strip which gave him a reading result of 50 mg/dl. A lifescan representative explained to the reporter correct testing procedures. A control solution test was in range 128 (91-136).